Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss415 (osseotite implant 4 x 15mm) for evaluation. Visual evaluation was performed. Returned implant shows extensive signs of wear/use. Bone debris can be observed on its external threads. Fracture identified at the collar. Complaint history review was performed for the reported lot number 221419 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported an implant fractured at the collar at tooth site #36. Implant was completely removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available.